Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, there was only one anchor in the fast-fix 360 instead of two, so, the device was unusable. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).